Event description:
It was reported that the patients ipg had migrated and was non functional. It was noted that the patient had lost some weight. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned.